Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: battery was placed into idrive handle, reload attached, cycled properly. When fired, the handle "died" and reload was not able to be fired the entire way. A new battery was inserted and the handle was able to perform correctly. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).